Event description:
It was reported that the asymptomatic patient presented in the clinic after receiving a vibratory notification due to low, high voltage lead impedance. The lead was capped on (B)(6) 2017. The patient was stable post procedure and will continue to be monitored.